Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they were possibly going to seek emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 58 mg/dl at the time of the incident. The customer stated the reservoir fell out and when they put it back, some insulin shot into them and they felt a burning sensation. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated they think they did not lock the reservoir into the pump when they did a set change. Troubleshooting was not completed. The insulin pump will not be returned for analysis.